Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the metal cap exhibits moderate charred detritus adhesion; there is evidence that a hole has been drilled through the metal at the output window area; the outer flow tubing open end exhibits scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 34,096 joules while using the surgical fiber during a prostate procedure, the laser systems fiberlife mode was activated. Time expended: 4:13 minutes. The fiber was replaced and the procedure completed using a second fiber. There was no patient injury reported.